Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented to the medical institution after hearing the patient alert. A device check showed high impedance, and noise was noted on the egm with arm movement. A fracture was suspected, but it was not confirmed on x-ray. The pace/sense portion of the lead was replaced with a new lead, and the defibrillation portion remains in use. The patient was not pacer dependent, and no patient complications were reported as a result of this event.